Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d10 (inadvertently missed), e1 (inadvertently missed), and g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was not reproduced at the repair department. Stripes appeared in the image due to a failure caused by cable deformation. Therefore, it is possible that an image was not displayed temporarily due to a faulty cable. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint of there being no image was not confirmed; however, the possibility of the image being lost at the customer's site could not be denied. Evaluation did find the image occasionally had stripes due to a deformed cable and there was some looseness when the coupler fixed the optical tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the camera head had no image. The issue occurred when preparing the device for use in a diagnostic hysteroscopy procedure. There was no delay and a similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.